Event description:
The customer reported approximately ten (10) milliliters of reagent fluid overflowed from the red blood cell (rbc) bath while performing system startup involving the coulter act diff 2 analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the white blood cell (wbc) bath overflowed and reproducibility was out of specification. The fse replaced the tubing in the wbc bath drain solenoid, and the wbc bath to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).